Event description:
It was reported that patients ipg was no longer working as intended. The patient underwent an explant procedure where all devices were removed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 13873870.